Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found no anomaly.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported during a replacement surgery due to normal end of service (eos) with no allegation against longevity, the health care professional (hcp) used the torque wrench to tighten the set screw. It torqued but the extension was still not secure in the header block and it kept slipping out. They were unable to tighten the set left front port set screw on the ins. They opened and used another ins with no issues. The torque wrench was tried on the explanted ins and worked fine with no issues. They were going to return the ins that was not used. No symptoms were noted. There was no patient death, no injury and the patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.